Event description:
Situation: infusion pump did not pump the medication correctly. Background: drug information (carfilzomib) was transmitted from epic correctly and set to run. Assessment: after 30 minutes the pump alarmed that it was complete, but the medication bag was still full. The pump was assessed, and the correct rate was programmed. Volume was reset and again hit "run". It was noticed the pump was dripping at 1/4 the rate it should normally run (when set to 200ml/hr rate). Second nurse was called to verify she also saw this discrepancy. Recommendation: new pump was set with the information again and was set to "run"- patient was given the medication completely. Faulty pump was taken out of the pod and management team was notified. Clinical engineering has developed a streamlined pathway with baxter to send them the pumps for interrogation after we interrogate the logs. That notification will be initiated with this case as well. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).